Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive total b-hcg results while using alinity I analyzer. The following data was provided for the same patient. Specimen 1 (tested (B)(6) 2018) 27 iu/l (positive). Specimen 2 (tested (B)(6) 2018) less than 2.3 iu/l (negative). No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, service history review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. A review of the analyzer service history was performed and no contributing factor on or around the date of the event was found. Tracking and trending review was completed. No adverse trend for erratic results, as described in this event, was identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the alinity I processing module, list number 03r65, was identified.